Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve-in-valve reintervention after an implant duration of 4 years and 2 months. The patient presented with dyspnea and fatigue. The 23mm sapien 3 ultra valve was failing due to stenosis, regurgitation, and leaflet tear. The aortic bioprosthetic valve gradients were above 50mmhg. A valve-in-valve was successfully performed using the 23mm sapien 3 ultra resilia valve without complications. The patient left the valve-in-valve procedure in stable condition.